Manufacturer narrative:
The insulin pump was rec'd with a motor error alarm during rewind and e70 alarm confirmed in history file due to motor encoder signal out of phase. Unable to perform the displacement, due to motor anomaly. Unit had missing end cap sticker.

Event description:
Customer reported that she was hospitalized for non-diabetes related issue, but while in the hospital, she developed high blood glucose. Customer blood reading at the time of hospitalization was in the high 300mg/dl, range. Nothing further was reported.